Event description:
Additional information received from the patient indicated that their previous leads were not hooked up like they are today; the leads were 20 years old. The patient noted their previous mention of replacement surgery was to fix and replace their old leads.

Manufacturer narrative:
As part of the system: product ID: 3987, serial# (B)(4), implanted: (B)(6) 1996, explanted: (B)(6) 2016, product type: lead.

Event description:
On (B)(6) 2016 (B)(4). Whole system replacement. They mentioned that when they had their first implant, the wires were not hooked up to their spine but their doctor did not find out until (B)(6) 2016, surgery. The patient did not know how it was working. It stated that it was working but that it was not working correctly because it wasn't¿ hooked up to their spine. Other relevant medical history includes peripheral neuropathy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.